Event description:
Additional information was received that there was myopotential oversensing on the device.

Event description:
It was reported that oversensing was detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.